Manufacturer narrative:
(B)(4). Batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the lot/batch history records cannot be reviewed as the lot/batch number has not been provided. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during review of a journal article, title: outcomes of patients undergoing surgical management of multiple ventricular septal defects. Authors: michael daley, bvsc; christian p. Brizard, md, ms; igor e. Konstantinov, md, phd; johann brink, mbbs; andrew kelly, mbbs, dch; bryn jones, mbbs; diana zannino, msc (res); yves d'udekem, md, phd. Citation: semin thoracic surg 31:89_96; doi: https://doi.org/10.1053/j.semtcvs.2018.03.006. This retrospective study discussed the outcomes of patients undergoing surgical management of multiple ventricular septal defects (vsd). Between 1998 and 2015, 157 patients (male=81, female=76; mean age=2.2 months, age range=2 days ¿ 16.2 years) underwent surgical management of multiple vsds. During procedure, both non-absorbable (gore-tex) and absorbable pulmonary artery bands (pab) (polydioxanone tape, 10-mm pds; ethicon) were used, with the majority of non-absorbable pabs placed before 2003, after which point the unit preferred the use of absorbable pabs. All pabs were tightened, where hemodynamically tolerated, reducing main pulmonary artery (mpa) pressure distal to the band to between a third and a half of systemic arterial pressure. The bands were secured with either 5/0 or 6/0 polypropylene sutures or 2 ligating clips (ligaclip; ethicon) with conventional method of pab placement, ensuring that it caused no obstruction of the left and right pulmonary arteries. Reported complications included sepsis (n=2). The first patient with a transposition of the great arteries and multiple vsds, died of sepsis postoperatively in 2013 despite removal of the absorbable pab. The other patient with double discordance and multiple vsds, provisionally managed with an absorbable pab, ultimately died of sepsis in the setting of deteriorating heart failure; residual mpa stenosis (n=4) of which 1 patient required balloon dilatation. In conclusion, surgical treatment of multiple vsds can be performed with excellent short- and long-term survival, and normal late functional outcome, however, carries a significant rate of reoperation. The recent inclusion of absorbable pulmonary artery bands and the sandwich technique appear safe and are useful adjuncts in these patients.